Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 90 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot, a stained end cap sticker and a stained address and serial number label. The insulin pump had intermittent button response due to corroded keypad traces.